Event description:
A customer observed discordant anti hbs (ahbs) results for two pt specimens on their vitros eciq immunodiagnostic analyzer which resulted in false positive results. One of the vitros results were reported. Corrected results were sent to the physician prior to any treatment action taking place. There was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Instrument datalogger files were evaluated and investigation into the event found that the reagent metering and well wash subsystems required repairs. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.